Event description:
Subsequent to the previously filed information, additional information was received indicating that the biomarker elevation was considered a peri-procedural myocardial infarction that resulted in a prolonged hospitalization.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient had an increase in cardiac biomarkers one day after the coronary stenting procedure with one xience prime in the left main coronary artery, one xience prime in the obtuse marginal coronary artery, and one xience prime in the mid left anterior descending coronary artery. There was no treatment provided and the condition resolved; however, the hospitalization was prolonged due to the biomarker elevation. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Myocardial infarction is listed in the xience prime everolimus eluting coronary stent system instructions for use, as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.